Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 2.5 months ago. Vessel morphology was reported as severe tortuosity. It was reported that pt presented with leg pain. The physician performed an angiogram the following day and found no blood flow in the left limb and there was a slight kink in the stent graft. The physician attempted to remove the thrombus, but due to the severe thrombosis, was unable to obtained guidewire access. Therefore, elected to perform a femoral-femoral bypass. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Eval codes, results: (arterial and venous occlusion), conclusions: (severe tortuosity of the vessels).